Manufacturer narrative:
The insulin pump received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump had a flashing a white screen, white then black screen and partial display. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.